Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that patient presented in clinic for a lead explant and generator change. The patient's right ventricular (rv) lead had episodes of noise. The physician alleged the patient had syncope episodes. The rv lead was explanted and replaced. The patient was stable throughout procedure.